Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the dc extension cable was connected to the hempopro device; however, the hemopro would not active. The cable was replaced to complete the procedure and the hemopro functioned properly. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).